Event description:
Tubing came apart from drip chamber. Manufacturer response for baxter IV tubing, (brand not provided) (per site reporter): thank you for reporting the issue to us, of the separated set. I am from baxter's product surveillance team, and I will help in taking care of this issue. I did have a few questions for you in regards to this case: were there any other damage or defects found on the set or overpouch prior to use? Not to my knowledge. Had you reported this issue to anyone else, before you emailed? Qrm was notified via the same email. I know there was no injury, but was there patient involvement? It is my understanding that the IV tubing was never connected to the patient as it separated upon spiking the IV bag if so, do you have the patient's information (initials, age, gender, weight)? It looked like the sample was saved. Could you provide the best address and attention line that I can send a sample return kit to? Once we receive the set for evaluation, we should be able to figure out the product code. The kit will be a ups box with a new prepaid label inside, so there is no cost to you to send it back to us. Please do let me know if you have any other questions regarding this event.